Event description:
It was reported that a patient underwent an obturator sling procedure on (B)(6) 2006. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced infection, urinary and bowel problems, recurrence, bleeding, dyspareunia, and vaginal scarring.

Event description:
It was reported that following insertion the patient experienced infection, urinary and bowel problems, recurrence, bleeding, dyspareunia, and vaginal scarring.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional narrative: it was recommended that the patient have the mesh removed due to pelvic pain, bloating, incontinence and dyspareunia. (B)(4).